Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called regarding the insulin pump upgrade and the customer reported that the up button on the insulin pump no longer functions, he had some failed battery alarms, the vibrate mode is not working and the screen is scratched. The customer also mentioned having low blood glucose in the past while sleeping and occasionally waking up with blood glucose over 200 mg/dl. Customer declined transfer for troubleshooting.